Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the tube drew less than 1 ml of blood and the blood in the hose of the butterfly-winged cannula appeared to flow backward into the patient's body. The customer discarded the tube and replaced it with another tube. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore 100 retentions were visually inspected with the all closure assemblies were correctly assembled. Additionally, a functional test was conducted on 10 retention samples and all tubes drew within specification limits. No backflow was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the tube drew less than 1 ml of blood and the blood in the hose of the butterfly-winged cannula appeared to flow backward into the patient's body. The customer discarded the tube and replaced it with another tube. There was no health impact or consequence reported.